Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the stepped ream f/tfna helic blade+scr f/dh was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was broken, and the broken portion was not returned. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision, were reviewed: - stepped reamer investigation conclusion the complaint condition was confirmed for the stepped ream f/tfna helic blade+scr f/dh as it was broken. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a bloody reduction intramedullary interlocking hip fracture the drill bit broke. This occurred at the time of placing the spiral blade, when the guide wire is passed and the measurement is performed. The guide calibrated at 90passed and presented with resistance. The drill did not pass (03.037.002) and fragments were seen. The drill was removed so that the problem could be seen and it is possible to see that it was broken. The guide wire was replaced with another one. Concomitant device reported: unknown blade (part# unknown, lot# unknown, quantity# 1). Unknown nail (part# unknown, lot# unknown, quantity# 1). Unknown guide wire (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: device history lot part number: 03.037.022, lot number: f-19283, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: april 08, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: unknown blade (part# unknown, lot# unknown, quantity# 1); unknown nail (part# unknown, lot# unknown, quantity# 1); this complaint involves two (2) devices.